Event description:
Stent says that it will fit through a 6f sheath. It was very tight in the 6f sheath we had in and therefore it pushed the stent off of where it was mounted on the balloon. We were unable to use the stent for the procedure. Removed from service. New stent used. No patient harm.